Event description:
It was reported by the neurologist that his handheld device battery was discharging frequently. Additional information was received indicating that the device is typically stored in the physician's office kept away from excessive heat and humidity. This physician indicated that he is very careful with the handheld and does not believe that any mishandling has occurred. The handheld has not been returned to the manufacturer to date.

Manufacturer narrative:
.

Event description:
The handheld was received for analysis on 02/14/2014. The version 8.0 flashcard was not received for analysis. Analysis of the handheld was completed on 02/24/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An upgraded version 8.1 flashcard was received with the handheld for analysis. Analysis of this flashcard was completed on 02/24/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(4) 2013 that the handheld device presented with battery failure again.